Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the touchscreen was frozen/locked up. The reported issue was resolved by replacing the front panel assembly. After performing operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications. The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator's touch screen was frozen. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed screen was unresponsive to touch.